Event description:
Complainant alleged that during biomed testing, the device caused the associated defibrillator to decrease the energy selection to one joule and did not allow the defibrillator to increase the energy selection. Complainant indicated that there was no patient involvement in the reported malfunction.